Event description:
It was reported that the pt received an allofit alloclassic shell 56-kk on the right side on (B)(6) 2009, and suffered from a health effect due to a loosening of the cup. Revision surgery took place on (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The lot numbers were received for the devices. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicates at this time. (B)(4).